Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8436500, model: sc-8436-50, serial: (B)(4), batch: 7073889.

Event description:
It was reported that the patient was having discomfort at the ipg and paddle incision sites. The patient underwent an explant procedure and was doing well post-operatively. The explanted device components will not be returned as it was discarded per facility protocol.